Event description:
Its was reported that a patient presented in clinic with extra cardiac stimulation. Device interrogation revealed high capture thresholds on the left ventricular (lv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.